Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# n24837a serial# implanted: (B)(6) 2001 explanted: (B)(6) 2018 product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the lead problem and impedance issues were related to a break in the dbs lead. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387-40 lot# n24837a serial# implanted: 2001-(B)(6)explanted: 2018-(B)(6) product type lead product ID 7495-51 lot# serial# (B)(4) implanted: 2001-(B)(6) explanted: 2018-(B)(6) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause was not determined. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot#: n24837a, implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: lead. Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 07-nov-2004, UDI#: (B)(4); product ID: 7495-51, serial/lot #: (B)(4), ubd: 07-nov-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient requested a removal of the system as it no longer produced effective therapy and there were impedance issues negating the ability to receive a brain MRI. Testing of the lead and system impedances revealed that problem was in the lead. The system was explanted and the issue was resolved. There were no further complications reported.